Event description:
The fse reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the input/output circuit board. The system operates as intended.